Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that a longevity estimate was not performed at implant. It was unknown in the patient increased their amplitude setting during use compared to what is seen in the session report. It was also unknown if cycling was turned on later or at implant. This information was confirmed with the physician/account.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider, other) regarding a patient w ho was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was ins depletion and replacement within two years. A session report was provided. An ins longevity estimate was calculated based on the programmed settings at the time of the session report, which estimated an ins battery longevity of four years and two months. Another longevity estimate was calculated with cycling turned off, which estimated an ins battery longevity of two years and two months. It was noted that it was unknown if the cycling was programmed to be on throughout the life of the implant, or recently turned on. The ins had reached its end of life at the time of the session report on 26-jun-2023, approximately one year and three months after the implant date of (B)(6) 2022. The session report also showed high impedance on all pairs involving electrode 3 ranging from 8522-40000 ohms, high impedance on all pairs involving electrode 7 ranging from 10074-40000 ohms, and high out of range impedance of 40000 ohms for all pairs involving electrode 14.  All other electrode pairs had impedance values within normal range. Electrodes 3 and 14 were not in use in any of the patient's programs at the time of the session report on 26-jun-2023. Electrode 7 was being used in program 1 but not program 2.

Manufacturer narrative:
Be medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.